Manufacturer narrative:
A device history record (DHR) was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The provided session records were reviewed by technical services, and it was observed that the device delivered the programmed shocks, but was unable to convert the patient. The initial diagnosis for vt was inappropriately made due to a poor morphology template. The device performed per programmed settings.

Event description:
Iit was reported that the device delivered inappropriate shock and anti-tachycardia pacing for rapid ventricular response with ventricular fibrillation (vf) episodes. Under-sensing was noted causing delayed therapies on the device. Shocks were administered by the device but were unsuccessful in terminating the vf episodes. The patient was intubated following episodes of vf. The patient experienced cardiac arrest and anoxic brain injury.